Event description:
The manufacturer received a voluntary medwatch (mw-5153908) in which the patient states; "I experienced problems which I thought was a stroke. Hospital visits not a stroke but did locate a growth in the lungs. It was scanned had a biopsy and at that time was not cancer! I have been using a dreamstation 2 and was not aware of any problems with the machine or that I should be looking for any! This after using the dreamstation 1 which had problems! So now I am pretty upset with the health problems and more now that I find out the dreamstation 2 may also be affected! Why were people using this replacement machine not made aware or potential problems. I find it totally appalling! I also have polyps in my left nostril likely there long before I became aware of it! Now I want to know if this could be associated with using the replacement machine!". In addition, there is an allegation of polyps in nostril. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. Device not returned to manufacturer.

Manufacturer narrative:
The manufacturer received a voluntary medwatch (mw5153908) in which the patient states; "I experienced problems which I thought was a stroke. Hospital visits not a stroke but did locate a growth in the lungs. It was scanned had a biopsy and at that time was not cancer! I have been using a dreamstation 2 and was not aware of any problems with the machine or that I should be looking for any! This after using the dreamstation 1 which had problems! So now I am pretty upset with the health problems and more now that I find out the dreamstation 2 may also be affected! Why were people using this replacement machine not made aware or potential problems. I find it totally appalling! I also have polyps in my left nostril likely there long before I became aware of it! Now I want to know if this could be associated with using the replacement machine!". In addition, there is an allegation of polyps in nostril. Medical intervention was not specified. After the third attempt to have the device and components evaluated, the customer responded that the device will be available for evaluation, but it has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Serial number, component code grid has been updated.